Event description:
It was reported that during a breast biopsy using the probe the tissue marker would not deploy and the plastic end of the marker broke off. They changed markers and had the same issue with the second marker. They switched to another marker and completed the case with no consequence to the patient.

Manufacturer narrative:
(B) (4): tube detached. Evaluation summary: the analysis results showed that a mrm4008 applier was returned instead of a mrm4002. The applier was received sterile, in good physical condition and with the marker present. The firing mechanism was tested and the introducer tube detached from handle while firing the collagen plug. A corrective action has been initiated to address the root cause of the deployment issues. A batch record review was performed and no anomalies were found during the manufacturing process.